Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: four readings ranging from 2.0 mmol/l - 9.0 mmol/l. The patient stated he had 2 vials of strips and one vial is expired. He was unsure which vial he was using and stated he may have used both.